Manufacturer narrative:
This report is being submitted to relay additional information and corrected data. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: device code was updated from 1260 to 2993 h6: tyoe of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310 and 4315. H10: narrative/data was updated. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Upon follow up, the customer stated that there was no sinus perforation and the bone did not fracture. Bone loss occurred due to recent extractions. It was immediate full denture and tried to place implants for locator treatment. The patient waited 6 months before the implant placement. Unfortunately, ridge was too narrow with facial resorptions.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated reports: 0002023141-2021-01997 and 0002023141-2021-01999. Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implants caused perforation at the facial bone. Implant placed and removed immediately. Bone loss was also reported. Bone grafting done. Tooth site #7.